Manufacturer narrative:
Section b2: correction. Section b5: additional information. The arrhythmia's on (B)(6) 2018, 1(B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 were captured in MFR# 2916596-2019-01618. The arrhythmia on (B)(6) 2019 was captured in MFR# 2916596-2019-05092. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple arrhythmia events on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. It was reported that the patient was admitted and found to be in ventricular fibrillation and ventricular tachycardia. The patient was cardioverted/ defibrillated. It was noted that the vt/vf was possibly device related. The patient is hospice status and his ICD is turned off per his wishes. However, the patient was cardioverted for this event. The patient was discharged and returned to hospice. It is the patient¿s 7th documented episode of ventricular arrhythmias since (B)(6) 2018. The patient remains ongoing on vad support. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event was estimated. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on an unspecified date for cardiac arrhythmia and found to be in ventricular fibrillation. Patient was in hospice status and patient's implantable cardioverter-defibrillator (ICD) was turned off. Patient was cardioverted, discharged and then they returned to hospice. No further information was provided.